Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) is scheduled to be explant because of premature battery depletion. No further information is known at this time.